Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. The patients family kept implant.

Event description:
Locking screw was broken but was left in the patient. According to the doctor there was a terrible bond causing the gamma nail to break. The number one complaint was pain due to the nail being broken. The patient was revised due to a hemiarthroplasty. Left hip.